Event description:
The device involved in this MDR report was explanted because the elective replacement indicator was reached. However, premature battery depletion was suspected: in (B) (6) 2009, the battery impedance was at 1.81 kohm and one year later, it was at 14 kohm, which was unexpected considering the device settings. It should be noted that this device was listed in the field safety notice issued in october 2005 on symphony/rhapsody related to metal migration - it was recorded under recall # z-0266-06 and recall # z-0267-06 in the united states.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.